Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown and the incontinence had resolved. The reporter considered genital haemorrhage and incontinence to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: genital haemorrhage and incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown and the incontinence had resolved. The reporter considered genital haemorrhage and incontinence to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: genital haemorrhage and incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is found to be duplicate of case (B)(4), therefore this case is marked for deletion. Legacy device report num 2951250-2020-01132 (from deletion case (B)(4)). Legacy device report num 2951250-2019-13578 (from retention case (B)(4)). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.